Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual analysis identified a body break between the control knob and the distal tip, which was not returned with the fiber. Since the tip was not available for analysis, the level of devitrification and detritus could not be confirmed. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With the available information boston scientific concluded that the reported clinical observation was confirmed as analysis identified the cap was not returned and there was a fracture in the fiber. It is likely that procedural handling of the device during setup such as excessive manipulation/rough technique contributed to the fiber body break. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a procedure with this fiber, it was noted that the tip detached a few seconds after inserting the fiber in the patient. The device was replaced and the procedure was completed without reported complications.

Event description:
It was reported that during a procedure with this fiber, it was noted that the tip detached a few seconds after inserting the fiber in the patient. The device was replaced and the procedure was completed without reported complications.